Event description:
Medtronic received information from the patient's spouse that this mechanical mitral heart valve had been explanted due to clots building up around the valve approximately four months after its implant more than 26 years ago. The valve was replaced with a smaller model of the same valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
It could not be determined if the device had been returned or previously reported to medtronic after explant; no existing record of the device explant was found. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.